Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed that the pump was in poor condition; the top case was chipped and cracked and the bottom case was damaged. The pump history log confirmed that there was a check clutch/plunger lever error. It was determined that the check clutch/plunger error was due to the clutch being released during an infusion. Older parts of the clutch were replaced as a preventative measure and the damage to the case was repaired. The pump passed all function and delivery tests following the repair.

Event description:
It was reported that there was a clutch plunger lever issue occurred on a medfusion® 3500 syringe pump. There was no reported patient involvement.